Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of eczema was exacerbated by the lifevest equipment. Patient described the area as open wounds and purulent spots. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cortisone cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.